Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: noticed normal medication leakage at y-port once completed puncture on patient and result in re-puncture on patient.

Manufacturer narrative:
H.6. Investigation summary: a device history report was conducted for lot number 8079069, and no related abnormalities were found. This lot of intima ii was manufactured in june of 2018; and it was determined that this is the only instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Unfortunately the physical sample could not be obtained for use in our investigation. However according to previous investigations, depending on pressure variance in the autoline's swage pressure it is possible for the machine to become misaligned allowing for the resulting crack to form in the device; a review of our line determined that the machine is in the proper orientation and operating normally. We are currently conducting a long term study (CAPA 642738) to determine the root cause for this event. Presently, we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are future optimizing our swaging process by reducing depth requirements. H3 other text : see section h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: noticed normal medication leakage at y-port once completed puncture on patient and result in re-puncture on patient.